Event description:
The graft frayed while being anastomosed. The graft was removed and replaced with another graft. The pt's condition is ok. Note: the dr stated that he did not use a cautery knife to cut the graft, contrary to the instructions for use, therefore this is a user error complaint. The hosp stated that the graft was discarded because it was bloody, therefore there is no product to be returned for eval.